Manufacturer narrative:
The reagent lot number was 794470. The expiration date was not provided. The field service engineer found the issue began after the customer's water vendor performed maintenance. He checked and completely flushed the water from the analyzers by performing continuous mechanical checks and drained water from the main water reservoir system. He performed and verified precision testing was acceptable and the customer performed and verified qc results. The investigation determined the service actions resolved the issue. As the qc recovery was within the customer's established ranges, there was no indication of a reagent or instrument issue.

Event description:
There was an allegation of questionable calcium gen. 2 results from cobas 8000 cobas c 502 modules. Samples were repeated on multiple c502 analyzers as a physician stated the results were elevated. Example 1: the initial result was 11.6 mg/dl. The repeat results using multiple analyzers were 11.7 mg/dl, 11.9 mg/dl, 11.6 mg/dl, and 10.0 mg/dl. Example 2: the initial result was 11.3 mg/dl. The repeat results using multiple analyzers were 11.4 mg/dl, 11.7 mg/dl, 11.3 mg/dl, and 9.7 mg/dl. Example 3: the initial result was 11.3 mg/dl. The repeat results using multiple analyzers were 11.7 mg/dl, 11.8 mg/dl, 11.6 mg/dl, and 9.9 mg/dl. Example 4: the initial result was 10.6 mg/dl. The repeat results using multiple analyzers were 11.1 mg/dl, 11.2 mg/dl, 11.1 mg/dl, and 9.1 mg/dl. The customer was not sure which result was correct.